Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was operating slowly and intermittently frozen. User reported that the device became unresponsive during use, which affected normal operation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a slowness and freeze. The technical support specialist (tss) identified that the database exceeded 8 gigabytes, performed a backup and shrank the database to bring it below 8. Tss then verified the system performance, identified an intermittent communication that interruptions in the data synchronization logs and disabled the network basic input output system that impacted the performance and updated the network configuration to optimize the communication speed. He system functioned as intended after the technical support specialist troubleshot the device.